Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Found during evaluation at bd service facility: the probe¿s image has three black lines on the image due to an internal failure of the probe. The probe¿s ok buttons does not function due to an internal failure of the probe

Event description:
It was found during evaluation at a service facility: the probe¿s image has three black lines on the image due to an internal failure of the probe. The probe¿s ok buttons does not function due to an internal failure of the probe. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon

Event description:
It was found during evaluation at a service facility: the probe¿s image has three black lines on the image due to an internal failure of the probe. The probe¿s ok buttons does not function due to an internal failure of the probe. No other information was provided.